Manufacturer narrative:
H.6. Investigation: five photos, 100 representative samples, and two adapters were received by our quality team for evaluation. The samples were subjected to visual inspection and catheter leak testing. The two actual samples and twelve of the representative samples failed both tests; therefore, the incident could be verified. From the returned samples it was observed that the inner luer of the adapter was dented. Further investigation was conducted to confirm where in the assembly process the dent could have occurred. Once found, a simulation was done. From the duplicated samples it was observed that the simulation samples matched the samples returned by the customers. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, it was found that there was a misalignment between the hub and adapter at the catheter holder station in the assembly process. A review of the manufacturing process shows the wear and tear of the stopper of the cylinder installed at the catheter holder station might have caused the chimney to be out of position.

Event description:
It was reported that insyte vialon-e 22ga x 1.0in leaked during use. This occurred on 2 occasions. The following information was provided by the initial reporter: glucose solution leaked from a connection. The same issue occurs frequently on this lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte vialon-e 22ga x 1.0in leaked during use. This occurred on 2 occasions. The following information was provided by the initial reporter: glucose solution leaked from a connection. The same issue occurs frequently on this lot.